Event description:
Based on a review of the medical records provided by the pt's attorney: (B)(6) 2003, the pt underwent open incisional hernia repair with a perfix plug. On (B)(6) 2004, the pt presented with pain at the incisional site, examination revealed a recurrence. On (B)(6) 2001, the pt underwent excision of the perfix plug and recurrent incisional hernia repair with a composix kugel hernia patch. On (B)(6) 2004, office visit, the pt presented with increasing incisional pain. On (B)(6) 2004, office visit, the pt is feeling better and says symptoms are improving. On (B)(6) 2004, office visit, the pt is not having much pain, doing better overall.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Currently, it is unk whether the device may have caused or contributed to the alleged event. It is unclear if the pt's medical and/or surgical history may have contributed to the alleged event. The pt reportedly experienced a recurrence which is listed as a possible adverse reaction in the product's instructions for use. No sample has been returned for eval. Based on info provided, no conclusions can be drawn.